Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2017 the reporter contacted animas alleging the patient was hospitalized on (B)(6) 2017. No further information was provided and troubleshooting could not be completed. Several unsuccessful attempts to contact that patient were made. This complaint is being reported because the pump could not be ruled-out as a cause of, or contributing factor to, the reported health event.